Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that pumping had not begun. The helium tank was full, there was no blood in the helium tubing, and there were no visible kinks in the catheter. Several attempts to autofill were made. Under fluoroscopy, the iab was confirmed to be in the correct place. The iabp was switched out with a different cardiosave iabp, but the same issue occurred. The customer then removed the iab and tried pumping on "internal" mode and was able to pump without issue. A new iab was inserted, but an autofill failure alarm was generated once again. Both consoles were tried again with the second iab. The customer attempted a manual fill with a syringe, but afterwards the autofill failure remained. They removed the sheath and replaced it with a longer one. This was still unsuccessful so they then removed the second iab as well. The patient was transferred to the ICU department without successfully placing the iab. The patient was reported as stable, awake, alert, and oriented. There was no patient harm or adverse event reported. This report is for the 2nd iab used in the event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00356.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A kink was found on the catheter tubing approximately 58.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.